Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised (B)(6) 2013 due to unknown reasons. No biomet product was removed during this procedure. Additionally, following the revision procedure, it was reported the patient had a periprosthetic fracture occur while weight bearing. There has been no reported revision procedure to date. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain."